Event description:
It was reported that a patient underwent a sternal closure procedure on (B)(6) 2013. Post-operatively, the patient experienced discomfort at the bottom of the sternum. On (B)(6) 2014 two of the plates were removed and replaced. The current status of the patient is unknown. This report is for 12 of 12 screws this is report 14 of 14 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.